Event description:
It was reported that during service evaluation the device displayed error code 4006 due to an empty coin cell and could not operate on ac or battery power or recharge the battery due to a faulty battery. No patient involved.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The 4006 error message is not an indication of a product defect. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.